Event description:
The endo retract ii was inserted into the abdomen of a pt. While being positioned to retract the liver, the plastic at the joint broke off of the instrument and fell into the pt's cavity. The instrument was removed and the plastic pieces retrieved with the aid of radiology.